Event description:
The account alleges that during the hemodynamic monitoring of a patient, the pressure monitoring [pm] set was found to be leaking fluid from the transducer. The pm set was discarded. No patient injury to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
A partial device was returned for evaluation. Visual examination was conducted on the returned partial sample and found that the 3-way dtx stopcock housing had multiple cracks. There were no other defects on other components from the sample we received. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.